Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The insulating insert had completely broken off. A definitive root cause could not be identified. The most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's tip was missing. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to provide additional information from the customer. An additional supplemental report will be provided upon completion of the investigation.

Event description:
During reprocessing following completion of a therapeutic transurethral incision in the prostate, it was discovered that the ceramic tip of the inner sheath had fallen off and was missing. The tip was not located in the washer. The patient underwent a cystoscopy procedure 3 days later in an attempt to locate the ceramic tip, however it was not found in the patient¿s body.